Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. The valve was not returned to edwards for evaluation as it remains implanted in the patient. Without the device visual inspection, functional testing and dimensional analysis was not able to be performed. No photograph/video/imagery of used device was provided for review. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Complaint history review revealed the complaint occurrence rates did not exceed the (B)(6) 2020 control limits for applicable trend categories. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien 3 valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the complaint was not able to be confirmed due to the unavailability of the device or relevant imagery. A review of the DHR, revealed no indication that a manufacturing non-conformance contributed to the complaint. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the IFU, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and transcatheter heart valve replacement procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central leak including malposition of the valve, impingement of a leaflet due to the calcification/guidewire, over inflation of the deployment balloon, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the valve leaflets and cause central aortic insufficiency. In this case, the valve was deployed with nominal volume and landed to target location at 80:20 (a/v) position. Therefore, the central leakage due to malposition and over inflation of the valve are eliminated. As reported, ¿post deployment of a 26mm sapien 3 valve in the aortic position, moderate transvalvular/central leak was observed.¿, and ¿it was speculated that a pinned leaflet may have caused the central leak.¿ additionally, patient had moderately calcification on native leaflet. As such, available information suggests that patient factors (impingement of leaflet due to the calcification) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, during a transfemoral tavr procedure, post deployment of a 26mm sapien 3 valve in the aortic position, moderate transvalvular/central leak was observed. A second 26mm sapien 3 valve was deployed, resolving the central leak. The cause of the central leak was not provided. The deployment of the initial valve was reported to be ¿smooth¿, with no issues. Nominal volume was used to deploy the valve. The valve was not post dilated. No further information is available at this time. It was speculated that a pinned leaflet may have caused the central leak.